Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer declined to troubleshoot any further and requested a replacement insulin pump. Customer's blood glucose was 160 mg/dl. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and for blank display anomalies, no blank display anomalies noted. The insulin powered up properly after battery installation. The operating currents are within specification. No damage on the lcd isolation tape noted. No cosmetic damage noted.